Event description:
It was reported that the pacemaker system has exhibited farfield oversensing of right ventricular (rv) activity on the atrial channel. In addition, the system had recorded two signal artifact monitoring (sam) episodes, and spikes in impedance and low amplitudes in both the p wave and the rwave were noted. Technical services (ts) was consulted and recommended reprogramming options. Additional information was received, and the system has triggered lead safety switch (lss) due to high out of range rv pacing impedance, coming from this rv lead. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).